Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, a reporter contacted animas alleging that when they replaced the battery for their device it would 'reset the time/date and the icf, ic ratio and bg target'. While the time and date requires the patient to verify the correct time and date when the pump is turned on, the other values are not obvious to the user when they are reset to default settings. This complaint is being reported because it was not resolved at the time of the call. There is no evidence to suggest that this issue caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11/11/2013 with the following findings: the pump was exercised for 24 hours with no rebooting events occurred. The programmed user settings remained in the pumps settings, only the time and date reset to default settings. A normal 10u bolus and a 10u audio bolus were performed successfully and both were accurately recorded in the pump history. The keypad was tested and no hypersensitive keys were observed on keypad. The pump booted to the verify screen with a dim pink contrast. The oled screen was removed and replaced with a new test screen which caused the contrast to return to normal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.